Manufacturer narrative:
The reported events were dislodgement and capture anomaly. As received, a complete lead was returned in one piece for analysis. The reported event of capture anomaly was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was fully extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. The measured full helix extension length was within product specification.

Manufacturer narrative:
Additional information: b5, b6, e1, e2, e3, g2, h6.

Event description:
It was reported a patient's atrial lead presented with failure to capture and failure to sense due to dislodgement, confirmed via fluoroscopy. The lead was explanted in a procedure on 3 oct 2023. Post-procedure the patent status was stable.

Event description:
It was reported a patient's atrial lead presented with a capture anomaly due to dislodgement. The lead was explanted in a procedure on (B)(6) 2023. Post-procedure the patent status was unknown.

Manufacturer narrative:
Further information requested but not received.